Event description:
It was reported that during an unrelated lead procedure, the physician noted blood in the header of this pacemaker. Additional intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. This pacemaker is expected to be returned back from the field for analysis, this event will be updated upon completion of analysis.